Event description:
Patient was connected to an ambulatory infusion pump (cadd) containing chemotherapy (5fu). Patient reported to cancer center for anticipated disconnection. Patient reported cadd pump alarmed that the infusion was complete 4 hours before it was scheduled to be completed. Patient called md on call between 6 am & 7 am and was advised to come to the cancer ctr. When it opened at 9 am. When patient arrived, the pump stated patient received 78 ml and that 12 ml remains to be infused, but the medication bag was completely collapsed / empty. Subsequently we have had similar cases reported by 7 other patients. We have pulled all of the affected pumps from service and are working with infusystem (pump manufacturer) and smiths medical (cassette / tubing manufacturer) to trouble shoot and find a resolution to this problem.